Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
The customer reported cables stopped working during use. No known impact or consequence to patient was reported.